Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction with itching, burning, redness, inflammation/swelling, drainage/watery, pustules, infection, pain and fever under the entire patch area. The patient he went to urgent care on (B)(6) 2026 to have the reaction checked. The doctor confirmed she had an infection. They injected antibiotics twice. The doctor prescribed her amoxicillin. The doctor advised her to use neosporin and hydrogen peroxide for the affected area. She stayed in urgent care for a couple of hours but was advised by her doctor to go back on (B)(6) 2026 for her infection to be cleaned by the doctor. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.